Event description:
It is reported that the patient stated that he is having pain and soreness in his right hip. Since the implant surgery, the patient has drop foot and his ankle doesn't work. The implant surgery was performed in bulgaria. The patient called to determine if his implant has been recalled. The patient forwarded his implant sheet for review. It was verified that the implant is an abgii. Patient will provide additional medical information at a later time.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 625-ot-36g, lot # 35891603, description: trident alumina insert. Cat # 6565-0-036, lot # 36331101, description: alumina v40-femoral head 36mm, -5mm nk. Cat # 542-11-60g, lot # 36482401, description: trident psl with purefix ha 60mm. It cannot be determined which, if any, of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.